Event description:
On (B)(4), 2011, a doctor alleged that a patient's temporary fell off after two (2) days after using build it fr (opaceous white shade) for the core build up.

Manufacturer narrative:
The product involved in the alleged incident was returned and evaluated and the results were found to meet product specifications.

Manufacturer narrative:
The doctor repeated the core build up with build it fr in shade a2 without further incident. To date, the product involved in the incident has not been returned. An evaluation was performed on the retain sample yielding results within specifications. No similar complaints were received with regard to this lot. These investigation results indicate that this in an isolated incident that occurred as a result of a user/technique related problem and was not due to a product failure.